Event description:
It was reported by service report that the brakes could not remain engaged and the pedal was broken exposing sharp edges. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.